Manufacturer narrative:
The customer's report was observed and attributed to foreign substance within the selector knob. The selector knob was cleaned of the debris to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.